Manufacturer narrative:
(B)(4).baxter received one unit containing 100 ml of fluid in the reservoir. Visual examination of the unit showed no evidence of leak at the fill port. A leak test was performed and no evidence of leak was detected at the fill port. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an infusor leaked at the fill port during filling. This condition was noticed after the device was filled with a solution of saline, as the fluorouracil was being added. There was no patient involvement. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The evaluation determined that the device operated within specification and could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.